Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped. Impedances were low and thresholds were high. The patient had a new lead implanted on (B)(6) 2016.